Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received multiple occlusion alerts on the ilet while attempting a meal announcement and again after reconnecting, despite no visible leaks, bends, kinks, or site issues; the user was guided to disconnect at the site, remove the luer connector and tubing, and perform fill tubing and fill cannula with a new contact detach infusion set. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no healthcare utilization. Investigation included technical support troubleshooting with verification of infusion set and tubing integrity and replacement of the contact detach infusion set followed by system priming steps. Investigation of this case revealed that the cause of the occlusion alerts and hyperglycemia remained unclear after set replacement and re-priming. It was concluded that the event involved device occlusion alarms with hyperglycemia of unclear cause, and the ilet was expected to correct without an additional meal announcement per instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.